Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that after merging 7 scans and choosing compare mode, adding different scans to the 6-up view, the labels in the top right were not representative of what the scan was. There was no delay in surgery and no impact on patient outcome.